Manufacturer narrative:
(B)(4). The lot was manufactured november 10, 2015 ¿ november 16, 2015. The device was received for evaluation. Visual inspection noted white drug residue deposited around the blue winged luer cap. Further examination revealed that this was due to an untightened luer cap. After tightening the luer cap, a functional leak test was performed, and the device operated within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was leaking during storage. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.